Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/lymphadenectomy surgical procedure, the 8mm prpgrasp forceps instrument cable on the head fell off and the head did not move smoothly.

Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm prograsp forceps instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have a frayed grip cable at the grip hub, but the cable is not fully broken. This causes the head not to move smoothly. The frayed cable strands stuck out at the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.

Event description:
Refer to h10/h11 for follow-up information.